Event description:
Information received from the field notes that the patient complained of not feeling well and heart palpitations. After inter rogation of the device, the sensor parameters had changed.